Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a left ventricular (lv} lead due to bacteremia. (B)(6) lead locking devices (llds) were inserted into the leads to provide traction. Alternating between a (B)(6) glidelight laser sheath and a cook medical evolution rl controlled-rotation dilator sheath on the lv lead, the insulation on the lv lead broke free and came out of the pocket, leaving the lld and the very tip of the lv lead. The cook evolution was again used to advance down the lld, to attempt removal of the lv lead tip. However, while the cook evolution was in use, the patient's blood pressure dropped. Rescue efforts began, including sternotomy, and a superior vena cava (svc) perforation was discovered. Despite the rescue efforts, the patient did not survive. Although (B)(6) devices were in use during the procedure, the cook evolution was the last device used when the hemodynamic compromise occurred and the injury was noted. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).